Event description:
A surgery was performed on 7/30/93 to implant the subject device. An x-ray on 7/30/97 revealed the plate had fractured and on 8/15/97, another surgery was performed for its removal.